Event description:
Revision surgery - pt was experiencing tightening in her leg. As a result of the tightness, pt had scar tissue, so dr put in a larger insert and patella.

Manufacturer narrative:
This failure investigation is limited in scope since the insert was not returned for examination. If the device can be sent back at a future date, this investigation will be reopened. The original surgery was in 2007 and the revision operation was in 2008. There was no info in this complaint about any pt activities, accidents, or medical contraindications that may have contributed to the revision surgery. The pt was female. During the revision operation a 13 mm thick insert was used to replace the 11 mm thick insert. The DHR was examined and there were no nmrs or other discrepancies with the product lot. There were no other pcrs for either the same product lot or part number. This is the final report.